Event description:
It was reported that via a remote transmission, oversensing of far p waves on the ventricular channel was observed which caused the device to bin a false ventricular arrhythmia. No therapy was delivered. Programming changes were made. Device remains implanted.

Event description:
New information received indicated that the programming changes were made but were unsuccessful due to the patient receiving another inappropriate shock. The lead was explanted while the ICD device remains implanted. The patients medical condition was good after the procedure.

Event description:
New information received indicated that remote transmission showed the patient received inappropriate high voltage therapy due to oversensed far p-waves. Programming changes will be made when patient presents to the clinic.